Event description:
The customer complained of questionable gluc3 glucose hk gen.3 and co2-lbicarbonate liquid results for 2 patient samples on a cobas 8000 c 702 module. Of the data provided, there were discrepant glucose results for 1 patient sample. The initial glucose result was 50 mg/dl. The repeat result was 93 mg/dl and was deemed to be correct. The sample was tested a third time and the glucose result was 54 mg/dl. There was no adverse event. No erroneous results were reported outside of the laboratory. The customer stated that calibrations that were performed prior to and after the event were acceptable. The glucose reagent lot number and expiration date were asked for but not provided. The field service engineer (fse) found liquid in the reaction cells. The fse adjusted the pressures for the main water pump and gear pump, cleaned the valves, and adjusted the rinse levels for the reaction cells. The customer ran qc that was acceptable. The investigation determined the service actions by the fse resolved the issue.